Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they had a hysterectomy surgery on (B)(6) 2017 and they turned the stimulation off beforehand and when she turn it on, there was no stimulation sensation and they were peeing a lot, had a return of symptoms. Patient also mentioned they were exposed to an emi environment during the hysterectomy. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported that patient had surgery by an outside md and that they did not know what happened. No further complications were noted or anticipated.